Event description:
Boston scientific received information that during implant procedure when the physician inserted the competitor¿s left ventricular (lv) lead into the lv port without an right ventricular (rv) lead, the cardiac resynchronization therapy pacemaker (crt-p) attempted to pace but could not capture. Boston scientific technical services (ts) discussed options for troubleshooting. The lv lead was then placed into the rv port and pacing was established but had diaphragmatic stimulation. The competitor¿s rv lead was then implanted and was programmed to prevent muscle stimulation. Additional information received indicated that the patient had endocarditis and muscle stimulation. The old rv and lv endocarditis leads were surgically abandoned. The new lv lead was plugged into the rv port. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.